Event description:
Customer reported the needle is becoming detached from the luer lock of the syringe when they have not manually removed the needle from the syringe. During their reconstituting vaccines process, the mas remove the syringe and needle from the packaging and pull back the plunger to allow air to enter the chamber and then push the plunger to remove the air from the syringe chamber. The mas again pull back the syringe to allow air to enter the syringe and then insert the syringe/needle into the first vial for reconstituting. They then push the plunger so that the air enters the first vial. They then draw up the contents of the first vial. When using the same syringe/needle to insert into the 2nd vial to reconstitute the vaccine, the needle dislodges from the syringe, causing the contents from the first vial to spill out and not enter the 2nd vial therefore wasting the vaccines. When this occurs, they have not removed or changed the needle from the syringe, and are using it as to how it was sent to them in the original packaging.